Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and that the infusion sets are not adhering. Customer treated with a glucagon shot. Troubleshooting advised on adhesion technique. Customer declined further troubleshooting. No further details given.